Manufacturer narrative:
A voluntary recall has been initiated for the powerport tm duo m.r.I. Tm implantable port which was product catalog/lot number specific. Reportedly, the powerport duo m.r.I. Implantable ports are having difficulty in flushing, infusion, and/or aspiration, and septum dislodgements during use. As a result of the field action, this event is being reported as a malfunction reportable event. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (Expiry date: 05/2022).

Event description:
It was reported that some time post port placement, the patient experienced popping from the port. There was no reported patient injury.

Event description:
It was reported that approximately one month post port placement, the device allegedly dislodged. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the powerport tm duo m.r.I. Tm implantable port which was product catalog/lot number specific. Reportedly, the powerport duo m.r.I. Implantable ports are having difficulty in flushing, infusion, and/or aspiration, and septum dislodgements during use. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported material protrusion issue as no objective evidence was provided for review. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022), the device was not returned.